Event description:
It was reported the patient was not receiving effective therapy following the replacement. It was noted the patient was to be sent to neurosurgical consultation. Additional information received reported the manufacturer representative (rep) assisted on the removal and replacements in the patient¿s case. It was reported there were high impedances. Some electrodes were reportedly greater than 10,000 ohms.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(6), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID neu_siliconeanchor, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: neu_silicone anchor, product type: accessory. Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the extension (serial # (B)(4)) found no significant anomaly. The proximal end was broken (overstress/damage). Analysis of the extension (serial # (B)(4)) found no anomaly. Analysis of the lead (serial # (B)(4)) found no anomaly. Analysis of the anchor (serial # unknown) found no significant anomaly. The ez anchor was cut. (B)(4).

Event description:
Additional information received reported the patient was receiving effective therapy after the new system was implanted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.